Event description:
This customer reported that the device was found in an off-line condition: the display screen showed a "give root password" prompt. There were no patients connected to the system at the time the problem was observed.

Manufacturer narrative:
Evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. This customer reported that the device was found in an off-line condition: the display screen showed a "give root password" prompt. There were no patients connected to the system at the time the product problem was observed. The problem was corrected by directing the institution's staff to enter the system's password. It was also necessary to initiate a software utility (B) (4) to check the file system's integrity on the cpu's hard disk drive; this utility automatically corrects any problems it detects. The foregoing steps were successful in restoring normal device operation. These actions did not involve removing any equipment from the site. The device was not returned to the manufacturer for evaluation: the device's hardware and software is beyond its stated end of life and can no longer be serviced or repaired.